Event description:
A malfunction on the pump was reported. There was no adverse impact on the customer¿s blood glucose level. Customer was provided with pump reset information, and with assistance from technical support, successfully reset the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues reappear, which they understood and acknowledged.